Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had experienced difficulty charging the pump with multiple usb cables. Reportedly, the pump was able to be charged with a different usb cable. The customer's blood glucose was 135 (mg/dl).